Event description:
It was reported that a patient has been scheduled for full vns revision due to high impedance. Device history records for the patient's lead were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution.no known surgical intervention has occurred to date.no other relevant information is available to date.